Event description:
Cgm calibration; type 1 diabetic for 72 years. This morning I attempted to do a blood test to calibrate my medtronic 770g guardian 3 cgm. Accuchek guide link meter gave me a message ("test error: restart with new strip"). However, the ac meter would not accept a new strip. Called medtronic helpline for insulin pumps at (B)(6) since they choose this bg meter to work with their insulin pump. They tell me that I will need to call accuchek tomorrow as they are not open for business on weekends. I need to restart my cgm sensor in two hours for me to get glucose data. This requires several normal blood glucose tests to start the sensor. How do I do this without a meter? I can go purchase another brand of meter, but if quality were built into the accuchek it would not be necessary. This is the third time in 3 years that I have had a problem with an accuchek bg meter. Medtronic says they can't do anything (representative (B)(4) and supervisor mr (B)(4) at ~ 0835 hours, mst), but they will ups overnight a new ac meter to me by tuesday morning. As they have done in the past. I know, and mr (B)(4) should know, they can do something. Now, they are telling me "this is the last time". Perhaps medtronic should be required to provide two bg meters, and when one dies, they replace it? Perhaps roche accuchek should be required to provide 24/7 help desk service. Medtronic roche (on manual). Serial # (B)(4). FDA safety report ID # (B)(4).